Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl. Subsequently, the customer was involved in a car accident and was taken to the hospital. After the accident, the customer reported smelling insulin and suspected that the cartridge was leaking insulin. Review of the pump data logs by tandem technical support verified that the pump delivered boluses as requested by the customer and that the pump was functioning as intended. During a follow-up call on (B)(6) 2018, the customer reported that basal rate had been set to 7 units per hour instead of 0.7 units per hour. Reportedly, the nurse changed the basal rate settings without the customer's knowledge, and at time of setting change, the pump was functioning as intended. Additionally, the customer reported that the pump was "not working" after hitting the steering wheel during the accident. Reportedly, there was no damage to the pump casing. Although requested, the customer was unable to perform troubleshooting with tandem technical support.